Event description:
It was reported that at follow-up, the right ventricular lead exhibited less than 100 ohms bipolar impedance, high capture thresholds and loss of sensing. The lead was replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.